Event description:
The patient stated she was having difficulty removing the cap off the syringes. She was wanting to know if insulin syringes could be used in place of it. I told her that would be okay but to make sure the syringe could hold the total volume (1ml). She stated she would have to use pliers to remove the needle cap. I advised her to try the syringes we are sending first.